Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for chest pain. A device check found the right ventricular (rv) lead had high thresholds and the right atrial (ra) lead had suspected far field r-wave (ffrw) oversensing. The ra lead remains in use. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.